Event description:
It was reported that the patient presented via a remote transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing on the device. No programming changes were made at this time, and no patient symptoms were reported.